Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Set screw mark was noted in the terminal pin and body fluid found in the lumen. The lead passed electrical testing and lead tip and tines have no visible signs of damage or defect. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as product investigation was received. Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement and loss of capture. Boston scientific technical services (ts) noted that the lv lead was pulled back. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement and loss of capture. Boston scientific technical services (ts) noted that the lv lead was pulled back. This lv lead was explanted. No additional adverse patient effects were reported.